Event description:
It was reported that while the ventilator was connected to a pt, the ventilator generated an increased pressure and the ventilation stopped. Info of the extent of any possible pt injury has been requested but is at this time not available.